Manufacturer narrative:
The pump was received with cracked and bleeding glass on the lcd board. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was dropped and they can no longer read anything on the display. The customer states that when they press the buttons, something pops up on the screen but it cannot be read. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.